Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, noise episodes were observed in the device memory, a lead fracture was suspected. Additionally, episodes of noise oversensing due to myopotentials had been observed.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190128 - file-2018-04145 - analysis_and_closure_report_resp-2019-00075.pdf].

Event description:
Reportedly, noise episodes were observed in the device memory, a lead fracture was suspected. Additionally, episodes of noise oversensing due to myopotentials had been observed.